Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error occurred due to failure of the printed circuit board. The cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue was confirmed due to a defective printed circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic laparoscopic procedure, the visera 4k uhd camera control unit exhibited communication error e222. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.